Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a charge circuit timeout. The patient had gone into a ventricular tachycardia (vt) storm, for which the device delivered 25 appropriate shocks. The patient's rhythm converted, but then went back into vt 19 times. Following the delivery of therapy, the ICD reached end of service (eos). The patient was transported to the hospital via ambulance and received external shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4193 implantable pacing lead 2002 (B)(6); 5076 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.